Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device did not alarm for air in line quickly enough. There were several air bubbles seen in the tubing before an alarm occurred. There was no patient harm

Event description:
It was reported from the oncology infusion department that the device did not alarm for air in line quickly enough during a primary infusion of vancomycin 2g infusing at a rate of 250ml/hour with a vtbi 500ml. There were several air bubbles seen in the tubing before an alarm occurred. There were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Additional information provided: g.3.

Manufacturer narrative:
Additional information provided: a.3 & d.4 the concern that the pump module did not alarm for air in line quickly enough was neither confirmed after review of the logs nor reproduced during testing. Test results from air in line threshold test, consisting of single air bolus detection testing and accumulated air detection testing, demonstrated that the air detection system was operating wihin specification. Dull iuis were observed on the device. No internal or external abnormalities were found.. The event log showed that the most recent infusion was for an unknown medication, programmed on (B)(6) 2019 at 9:20 am at a rate of 100 ml/h with a vtbi of 65 ml. The device alarmed for ail (air in line) at 9:52 am. The device was then channeled off by the user. Total infusion time was 31 minutes and 56 seconds. A root cause was not definitively identified.

Event description:
It was reported from the oncology infusion department that the device did not alarm for air in line quickly enough during a primary infusion of vancomycin 2g infusing at a rate of 250ml/hour with a vtbi 500ml. There were several air bubbles seen in the tubing before an alarm occurred. There were no adverse effects caused to the adult patient from the event.